Event description:
(B)(4). Sense essure I have been extremely weak, tired, sleep issues, concentration problems, migrains all the time. Bloating sore breasts, sore muscles and joints. Back pain, hair won't grow much, ever couple month I feel like I'm pregnant because I get all the symptoms like nauseous and throwing up I get dizzy and smells bother me a lot and many foods.this lasts for 6 weeks at a time and makes it very difficult to care for my 4 kids. I've been unhappy because of dealing with all this pain.